Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is 12 mmol/l. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The arrow buttons did not respond due to moisture damage on the keypad traces. No battery out limit alarm was noted due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.